Event description:
It was reported that the device alarmed for atrial fibrillation (a fib) incorrectly when no a fib was present. It is indicated that the crash cart was obtained that the defibrillator was used unnecessarily on the patient. The defibrillation caused no change to the patient condition and upon further review, no a fib was present. The patient was moved to a different device and the alarm was cleared, when the patient was moved back to the x3 the alarm returned. The device was in use on patient at time of event, there was an adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that x3 monitor was connected to covidien kendall disposable 5-lead cable and lead wire system. Ventricular tachycardia, not atrial fibrillation, was displayed two times on two different days with this same patient when the rhythm was normal. The x3 was tested and no anomalies were found. It was indicated there was no harm; however, as an inappropriate defibrillation was performed, this will be considered a serious injury; however, the cause of the incorrect v-tach measurement remains unknown.